Event description:
During an automated plasma pheresis procedure the donor complained of feeling tightness in their chest, shortness of breath, throat swelling and sore and itching. The medical supervisor (ms) stopped the procedure and an unspecified amount of saline was infused. The donor was then moved to ms's office. The ms administered an epi-pen to donor's left thigh, and an injection of 50 mg of benadryl was administered to left deltoid. After administration of the medications the donor was feeling better. Donor denied itching or difficulty breathing. Vital signs were within normal limits and donor stated that the feeling in donor's throat began to go away. The center medical director advised the donor to take p.o. Benadryl at home and to go to an emergency room if the symptoms returned. The donor was released from the center in good condition.